Manufacturer narrative:
Additional information is being requested from the field. If additional information is received this report will be updated.

Event description:
It was reported that this right atrial lead exhibited noise, oversensing and inappropriate atrial tachy response episodes. Pace impedance measurements of greater than 3,000 ohms were observed, triggering in a lead safety switch. Technical services discussed programming options. The lead remains in service. No adverse patient effects were reported.